Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer assisted the customer via phone to address a storage space failure on the station. During the recovery process, no specific options were available to recover the failed component. The engineer guided the customer to manually fail all auxiliary tower doors, after which the failures became visible on the station. The customer was then able to successfully recover each door individually, resolving the issue. The system functioned as intended after the field service engineer guided the customer to resolve the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 1 failed to open and could not be manually accessed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.